Event description:
It was reported that the device was explanted after implant duration of zero days, because the valve did not seat correctly. No other details were provided.

Manufacturer narrative:
Device not returned.